Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/3.0 mm balloon ruptured at 18 atms. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".